Event description:
Event description guidant received information that this right ventricular lead was revised due to elevated threshold measurements and dislodgement. During the lead revision procedure, the helix was unable to extend or retract. The lead was explanted, replaced and returned for analysis.